Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that, during a tka surgery, the top two captures of a journey dcf ap fem cut blk 3 broke off when being fixated to the femur. All the broken pieces were retrieved and the procedure was resumed, without any delay, using a s+n back-up device. No injury was reported due to this issue.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed the device fractured into two pieces. Both pieces were returned. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review concluded that a similar event was previously identified. Actions related to the redesign of the block and the increase of cross sectional area were taken. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.